Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, urinary urgency, and urinary frequency. It was reported that the patient underwent implantation of ams monarch sling on (B)(6) 2010 by dr. (B)(6) at (B)(6) center.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6)2015 by dr. (B)(6) at (B)(6) medical center. No additional information was provided.